Event description:
It was reported that during a hip procedure, the tip of the navigation pointer broke off in the pt's femur. The surgical team left the device fragment in the bone. Navigation was used to successfully complete the procedure, without causing a delay. No add'l medical intervention was administered to the pt, and no user injury was reported.

Manufacturer narrative:
The device was returned to the MFR and the quality investigation is still ongoing. A follow-up report will be submitted when the investigation is complete.